Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and reseated the front panel connectors to fix the reported issue. Found flow sensor disc error and flow sensor receptacle top and o-rings missing. Replaced receptacle top and o-rings and tested ventilator. Ventilator operates according to specifications.

Event description:
The customer reported that the ventilator touch screen does not always light up when first turning vent on. They can hear and see vent boot up but touch screen stays dark. No pt involvement.